Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) narrow left size 6: catalog#42500006001, lot#66082170; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#42557000114, lot#66558302; tibia cemented 5 degree stemmed left size e: catalog#42532007101, lot#66408145; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#64775261. H10: device was previously reported to an incorrect MFR number under 0001822565-2025-00411. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately eight (8) months post-implantation, the patient underwent revision surgery due to stiffness of the implanted joint. The femoral component, stem and articular surface were exchanged without reported complication. All available information has been reported.